Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up with unexplained high blood glucose and that ever since she had had her insulin pump programmed, she had been running high. The blood glucose reading was 501 mg/dl, which the customer treated with manual injection. No symptoms were observed. The customer stated that she did tend to eat things which she should not. Upon troubleshooting, it was found that the insulin did exit the tubing during the manual prime and no leak was observed. The customer stated that she did not have a tubing clamp, so troubleshooting could not be completed. Nothing further reported.